Manufacturer narrative:
The information in field d3 was inadvertently missed during the initial submission. This submission is to correct the report to include this additional information.

Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of 1 device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 1 malfunction event where a t1 line handpiece overheated. No injury resulted in this event.